Event description:
Information was received indicating that this ambulatory infusion pump exhibited double beep alarms. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Evaluation results: one cadd legacy was returned for investigation in a damaged condition. The pump was turned on and the cassette was attached. The customer's concern regarding the failed the double beep was confirmed. The dso and uso components were replaced as a result. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.